Manufacturer narrative:
Exact date unknown, event occurred about a year after the implant procedure. Explant date: 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 2000019561.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned.